Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a severe low blood glucose event. Also, the customer reported the discrepancy between the sensor glucose and blood glucose. The customer reported a blood glucose value of 63 mg/dl. The customer reported hypoglycemia was treated with the glucagon, glucose/carb intake, an emergency medical service, and assisted/self-treatment of severe glycemic excursion (major severity). The event involved products mmt-1884, mmt-441ag, mmt-7040a, and mmt-342. Troubleshooting was performed, and the sensor glucose vs. Blood glucose difference was not within the target range. Troubleshooting was partially performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884, mmt-441ag, mmt-7040a, and mmt-342.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in sections below with this follow-up report. 1. Section b5 - updated the summary. 2. Section h6 - health effect - clinical code 2418 has been added. Health effect - impact code 4614 has been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on the latest information the customer was also reported loss of consciousness with treated by the emergency medical service. The customer did not report the blood glucose value of 63mg/dl.